Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains in left side') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective." On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), was found to have a pregnancy with contraceptive device ("I got pregnant with our e princess") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hystrerectomy). Essure was removed. At the time of the report, the pelvic pain had not resolved and the pregnancy with contraceptive device and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered pelvic pain, pregnancy with contraceptive device and weight increased to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received :the events ¿weight gain¿, ¿I got pregnant with our e princess¿, ¿device ineffective¿ were added. Reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pains in left side') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hystrerectomy). At the time of the report, the pelvic pain had not resolved. The reporter considered pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were received via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.